Event description:
Treatment of a carotid aneurysm. It was reported the pipeline was deployed but could not be released from the capture coil. Upon removal, the distal segment of the pipeline broke off and the pipeline deployed inside the fargomax catheter. No patient injury reported.

Manufacturer narrative:
The pushwire was returned in two broken segments. Analysis of the break point showed the failure of the pushwire occurred due to torsional overload. Pushwire separation. (B)(4).